Event description:
It was reported that one week prior, two attempts of anti-tachycardia pacing and two shocks were delivered in an episode where there were intermittent atrial undersensed events. In similar episodes therapy had been withheld as supra ventricular tachycardia (svt)/ sinus tachycardia (st) events. The lead remains in use. No further patient complications have been reported as a result of this event.